Event description:
The pt had a previous history of congestive heart failure (chf), which was not present upon admission. The pt developed acute chf in 2009, and required intubation. The family changed his care to "comfort only" due to an advanced directive to not prolong life with the aid of machines. The pt subsequently passed the following day.